Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The device was returned for an unspecified reason. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device had multiple parts requiring replacement. Above-specification temperature was also found. This was attributed to improper maintenance. Various parts were replaced. Device was replaced and returned to the customer.